Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and based on the review of the archive data. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause of the error was due to the brake gap being out-of-specification (too wide), which is likely attributed to the age of the device/normal wear and tear. The autopulse platform was manufactured in jan 2011 and is 13 years old, well past its expected serviceable life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake gap was too wide. The error was cleared using ap vision and the brake gap was adjusted to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
During shift check, the customer reported the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.